Event description:
This report summarizes 33 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity: 26341488 (x 8), 60699563 (x 2), 26330522 (x 2), 60688757 (x 2), 26037483 (x 2), 60699965 (x 2), 60675225, 26269486, 60679299, 26032920, 60670859, 25976477, 60676878, 25626546, 26084843, 24570010, 60664350, 60702833, unknown, 60620141, 60641014. Device evaluation: thirteen (13) investigations were completed during the period. Eleven (11) of those the product were not returned and two (2) were returned. From the returned products no issues were found. Visual inspection did not reveal any obvious defects or damage. Functionality test was performed, and the result were found within specifications. The reported event is not confirmed. For the products that were not returned a review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. One event reported provided a photo of the device and no issues were found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.